Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. Physio-control was unable to determine the cause of the reported patient recognition issue.

Event description:
The customer reported that during a patient event, their device prompted "connect electrodes" while the defibrillation electrodes were connected to the patient. During the reported event, the customer was able to deliver one successful defibrillation shock to the patient. There was no additional information regarding the patient event provided. It is unknown if the patient suffered any adverse effects during the reported event.